Manufacturer narrative:
In this report, section h - device problem code has been updated.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device shows up an error message "service required. Please contact support.". A device was returned to a third-party service center. During the evaluation of the device, they found out that the device fails flow sensor verification. The ui has cosmetic details such as scratches. The pca was burned. In addition to the above findings, there was also a presence of error codes which is e-84 (err_flow_sensor_s top) , which is an stop level error in the pca. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.